Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she was running high even after set change. Patient's blood glucose at time of incident was 488mg/dl. Patient's current blood glucose was 488mg/dl. The customer was feeling light headed. The customer treated high blood glucose with manual injection and bolus. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. Customer stated the drive support cap appears normal. The customer reported that she just now gave her insulin at about 2 this afternoon her blood glucose was over 600mg/dl. The customer gave a manual injection and the blood glucose had come down over 500mg/dl. The customer gave her a dose of insulin via bolus. The customer tried to counter the high blood glucose not knowing what caused it and changing the set did nothing for her blood glucose. The insulin pump will not be returned for analysis.